Manufacturer narrative:
A ge service rep performed an onsite investigation. The grounding points on generator drive were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittent fast stop activated error messages. The customer was unable to x-ray as a result of this issue. There is no report of injury or death associated with this event.